Event description:
A malfunction alarm identified as "malf 9" occurred, but there were no notable events before this issue, and there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information and assistance to the customer for resetting the pump, and the malfunction code did not recur following the reset. The customer was instructed to continue using the pump and to contact support again if the issue happens again, which the customer understood and acknowledged.